Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log confirmed the reported event of loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.